Event description:
The device was removed due to "infection". The entire device was removed and not replaced until 8/27/95 when the pt was reimplanted after a duration of healing, with another 3-piece inflatable prosthesis.